Event description:
It was reported that the patient experienced severe pain following the spinal cord stimulator (scs) implant procedure and has remained hospitalized since the permanent implant on (B)(6) 2025. The suspected or known cause of the patient's symptoms is unknown. The physician believes the severe anxiety is contributing to the patients slower healing process. The patient is doing well, and the symptoms have improved.